Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sleeve gastrectomy procedure, there was poor and incomplete staple formation. The staples came out from its home/seat but the staples' formation did not occur and it had remained on the cartridge at the stomach antrum and corpus resection. The staple line was incomplete at the end of the cartridge, the distal tip. The staples were collected with the endoscopic dissector one by one. Resection was continued with another cartridge and the device was replaced with new one. Patient was alive with no injury.